Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found a loose flow sensor. The fsr reseated the loose flow sensor and completed performance testing. The unit meets manufacturer's specifications.

Manufacturer narrative:
Carefusion complaint #: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported while using the vela ventilator, it alarmed xdcr fault. The customer reported there was no patient involvement associated with this event.